Event description:
There was a verticle rupture of the catheter between the 9 to 11cm mark, which occurred within the arm. It was removed in 2006, due to a suspected infection, with physical swollen arm and complaint of pain. The patient also had a fever and an ultrasound showed dvt. It is possible the catheter was weakened due to yeast as the patient was positive for candida. Additionally, two to three antibiotics were being hand injected through this line, and it is possible that the nurse may have injected with too much force.

Manufacturer narrative:
Evaluation: this event is still under investigation.